Manufacturer narrative:
Additional information. Changed device available for eval from yes to no. Added evaluation method codes - device discarded 4115. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during set up of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), kink was found near the balloon. The iab was replaced to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during set up of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), kink was found near the balloon. The iab was replaced to start therapy. There was no reported injury to the patient.